Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms and loss of capture (loc) which did not result to asystole greater than two seconds. Additional information obtained from the field representative that the cause of out of range impedance was conclusively identified via programmer and psa during the lead replacement. Nothing visual on x-ray although suspected a lead fracture. The pacemaker was explanted due to patient's request while the rv lead was explanted and replaced with a new one. The rv lead was not returned for analysis as it was in the possession of the hospital risk management. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Analysis confirmed field allegation. Visual observation noted sets screw marks, 1 on each terminal, electrocautery damage on the lead insulation and bloody and fluid in the lumen. Detailed analysis showed that the cathode conductor coil was fractured 178 mm from the terminal pin. The suture sleeve tie down indents are located approximately 164 to 172 mm from the terminal pin. Therefore, the suture sleeve was located approximately 155 to 179 mm from the terminal pin. Further, electrocautery damage noted just proximal to the suture sleeve. Bend located just distal of the suture sleeve. The location and type of fracture on this lead was consistent with a fatigue fracture around the suture sleeve area.